Event description:
Major pump unit(s) involved:external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved:external control system failure.specific component(s) involved: external controller malfunction.